Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On an unknown date post deployment, computed tomography was performed which showed moderate to severe caval penetration of several of the filter legs. Approximately eleven years and three months post deployment, filter retrieval was attempted. Inferior vena cavogram demonstrated the filter was tilted and had migrated from its original placement position but still in the infrarenal inferior vena cava. Inspection of the vena cava filter after removal confirmed that it was removed in its entirety and the filter was intact. Therefore, the investigation is confirmed for filter tilt, filter migration and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced abdominal pain with episodes of bleeding. Imaging demonstrated that filter strut(s) were extending beyond the confine of the vena cava wall. Reportedly, the filter was retrieved successfully. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient presented for consult with an interventional radiologist (ir) for vena cava filter removal. The ir noted that the patient had filter placement for deep vein thrombosis and pulmonary embolism and had been lost to follow up. The ir also noted that the patient had a prior CT scan which demonstrated caval penetration of several of the filter legs. The patient complained of intermittent abdominal pain with a history of episodes of blood in the urine and blood in the stool as well. No records were provided for a filter retrieval procedure. No further information is noted regarding the patient¿s current status. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three years post filter deployment, a CT scan demonstrated caval penetration of several of the filter limbs. Therefore, the investigation is confirmed for perforation of the ivc wall based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: ¿ perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced abdominal pain with episodes of bleeding. Imaging demonstrated that filter strut(s) were extending beyond the confine of the vena cava wall. Reportedly, the filter was retrieved successfully.